Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced recurrent stress incontinence, mixed incontinence, chronic cystitis, urinary tract infection, pelvic pain, hematuria, frequency, urgency, gross hematuria, pelvic dicomfort, severe tendernesss, bladder spasticity, abdominal pressure, bladder calculus, bladder stone secondary to mesh erosion, urinary retention, unable to urinate, cystocele, dyspareunia, and dysuria. The plaintiff underwent series of revision surgeries. The device was partially explanted. No further complications have been reported in relation to this event.

Manufacturer narrative:
Exemption-(B)(4). Total number of events summarized - (B)(4). Ams bio arc sling system - (B)(4). Unknown sling system - (B)(4). Ams monarc+ subfascial hammock - (B)(4). Ams bio arc pre-connected collagen dermal - (B)(4). Ams monarc sling system - (B)(4). Ams monarc c-sling system - (B)(4). Ams sparc sling system - (B)(4).